Event description:
The patient suddenly suffered from palpitations and discomfort at 09:43 on (B)(6), 2023. He reported that he was accompanied by chest tightness and discomfort, sweating, slight heart fatigue, no dyspnea, no amaurosis or syncope, and blood pressure 134/106 mmhg; after completed the electrocardiogram, it was considered that it was supraventricular tachycardia; immediately performed physical stimulation, but this couldn't be restored; the patient was scheduled to undergo radiofrequency ablation treatment in the near future, and the patient had severe coronary artery disease and was scheduled to undergo electrical cardioversion. After repeated communication with the family member about the condition; at 10:18, after intravenous diazepam sedation, 100 j electrical cardioversion was given at 10:24, but the patient's heart rhythm did not recover; at 10:27, another 200 j electrical cardioversion was performed again, but the patient's heart rhythm still did not recover; after observing for several minutes, at 10:35, 200 j electrical cardioversion was performed again, and the patient's heart rhythm recovered to sinus rhythm. At 16:32 that day, the patient developed tachycardia again, with a heart rate of 169 beats/min. The patient was accompanied by palpitation, chest tightness, and sweating discomfort, and it was normal at first; then the blood pressure dropped to 98/75 mmhg, considering that tachycardia aggravated myocardial ischemia, electrical cardioversion was recommended. With the consent of the family, intravenous diazepam was given for sedation at 16:32, and 150 j electrical cardioversion was given at 16:38. The patient's heart rate dropped, returning to sinus rhythm situation of combined medication/device: (after sedation with diazepam injection, electrical cardioversion was performed.) Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).